Event description:
It was reported that the right atrial (ra) lead exhibited atrial oversensing for three atrial high rate episodes, this noise on the electrogram (egm) is regular and consistent. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.